Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 04702.

Event description:
It was reported the light source had image blackout problem when used in combination with video system center (cv-290). There were no reports of patient harm.

Event description:
It was reported the light source had image blackout problem when used in combination with video system center (cv-290). The issue occurred during an unspecified endoscopy procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Correction to b5 and d10 fields. Based on the results of the investigation and the information provided, olympus could not confirm the reported issue. It is likely that the communication abnormality between the light source (clv-290sl) and the scope occurred due to factors such as connecting the scope with liquid adhering to it, and the endoscopic image disappeared. A definitive root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): "the scope connector must be connected to the light source device in a sufficiently dry state, including the electrical contacts. Also, make sure that there are no foreign objects (chemical residues, limescale, sebum stains, dust, gauze flutters, etc.) In the electrical contacts before connecting. If the electrical contacts are wet or foreign matter is adhered to the product, the equipment may malfunction or malfunction." Olympus will continue to monitor the field performance of this device.